Event description:
Patient reported pump said cartridge was empty when it was half full. It is alleged that the pump does not correctly deliver insulin. No adverse event reported. Product has been returned.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device evaluation in progress.